Event description:
The user facility's technician reported machine removed 2l in 4 hours; was set to remove 0.5l. The pt experienced hypotension, sweating and nausea; however, medical intervention to prevent serious injury was not required.